Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level as 281 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the customer needed new batteries. The customer installed new batteries correctly and the screen of the insulin pump turned on. The customer's pump works as designed. The customer was sent an extra battery cap. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.